Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
It was reported via the sales rep, the surgeon, from the clinic (B) (6), had been operating a surgery on september 10th on l3s1 and had implanted 8 screws. It was also reported that at the s1 level, when the surgeon tried to screw one last time, the screw head broke. It was also reported that the surgeon used the "dynamometric key" (the torque) to screw it. It was reported that after the screw had broken, the surgeon retrieved the rod, the screw and implanted another screw afterwards. The surgery had been delayed 15 minutes.